Event description:
The following information was reported: a femoral angiogram was preformed, balloon ruptured when pulling back to the arteriotomy. There was no calcium present in the angiogram. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic peripheral stick location: medium sheath size: 6f intended closure: arterial. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device and during pullback.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1501402) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).